Event description:
Pci was performed on a 75% de novo bifurcation lesion in the lad of 25mm in length and a 70% de novo lesion the diagonal of 16mm in length. The eccentric lesion was calcified, and thrombus was possibly present. The lesions were pre-dilated with a 2.5x12 maverick balloon to 8 atm before deploying a 3.0x23mm cypher at 18 atm and then the 2.5x23mm cypher at 10 atm. The pt was discharged the following day and returned two days later with chest pain. An angiogram revealed total occlusion of the stent in the diagonal. The physician suspected that it might have been due to a distal edge dissection in the diagonal during the index but was not certain. Pre-dilatation was done first with a 1.5x12mm voyager balloon at 14 atm (2 inflations) and with a 2.5x12 maverick balloon up to 14 atm with 3 inflations. Then a 2.5x13mm cypher was deployed at 12atm. The pt was in good condition after the procedure.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional information received will be submitted 30 days upon receipt.